Manufacturer narrative:
Note regarding h1 (mandates) field: the esubmitter system requires a selection in field h1. Although this submission is part of a routine periodic safety report and no FDA-mandated reporting requirement is specifically applicable, the field was populated with "serious injury" solely to satisfy system validation requirements. Case reference number: (B)(4) (initial) is a spontaneous report initially received from a company employee on 01-jul-2025, concerning a 43-year-old male patient who received epicel grafts. However, one graft completely detached from gauze backing and was floating in medium (pt: product quality issue). On 28-jun-2025, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012, and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) were performed. All results were reported as ''pass''. Qc lot release assay (implemented 29-sep-2019) 3t3 residual assay q2c-136 was reported as <0.1% - pass. The patient's medical history and concomitant medication details were not reported. On (B)(6) 2025, the patient received epicel grafts (cultured epidermal autografts, lot number: ee03505, expiration date: 30-jun-2025, UDI (B)(4). (B)(4) for thermal burn. No adverse event was reported. It was reported that the graft was discarded into biohazard waste. No further information was provided. Company comment: vericel assessed the event of product quality issue as non-serious, possibly related and expected as per company convention.

Event description:
1 graft completely detached from gauze backing/graft was floating in medium [product quality issue].